Event description:
It was reported to boston scientific corporation that a endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the physician attempted to use the safety scalpel included within the peg safety kit to create the incision site within the stomach. However, the physician found that the blade of the safety scalpel was too dull to properly make the incision. There was no visible damage to the scalpel. The procedure was completed with a surgical scalpel from the facility. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation as it has been disposed of; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4)